Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. (See MFR # 1627487-2010-02642 for device 2). On (B)(6) 2009, the patient was implanted with an scs system. It was reported that the patient experienced a gradual loss of stimulation. Reprogramming was attempted and the amplitude was turned up to maximum and there was still no stimulation felt. The impedance readings were normal on all contacts. An x-ray was taken and everything looked in place, the lead and the header. On (B)(6) 2010, both the lead and ipg were removed and replaced and afterwards it was reported that the patient was receiving adequate stimulation.